Event description:
It was reported per field service report: symptom - high wastage of helium during clinical application. Findings/actions: valve no. 3 is deviant, engineer suggest for replacement.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.